Manufacturer narrative:
B3 should be blank and e4 should have "no information" selected.

Event description:
New information received indicates that the patient presented for an in-clinic follow-up experiencing tiredness. Upon review, it was noted that the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold, noted since (B)(6) 2024. The patient then presented for a replacement procedure. While attempting to explant the lead, it was noted that the helix exhibited failure to retract. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited failure to capture. The lead was reprogrammed. The patient was in stable condition.